Manufacturer narrative:
The event occurred outside of the united states.while this product is not sold in the united states, it is like orsimilar to a product marketed in the united states.

Event description:
Caller alleges 3 cannulas leaked. Caller reported the cannula attaches but it has leaked where the cannula or part of it is located so that the plaster has also been wet. No adverse event reported. Requested return of the alleged device for evaluation.